Event description:
The catheter was not flowing properly and was explanted.

Manufacturer narrative:
The returned product was clean, 15.6 inches of the peritoneal catheter was returned. This product is sold with a total of 35.4 inches of catheter. The distal flow slits are not included in the section returned. There were no holes or tears in the returned segment. There were no noted occlusions. There were no other noted anomalies in the catheter. The conditions of the complaint could not be duplicated in the lab. A review of the mfg records was not possible as no lot number was provided.